Event description:
A medtronic representative received a report from a site nurse that their system prompted them to re-register a patient mid-way through an ent sinus procedure. After a successful registration, the surgeon navigated accurately for the first half of the procedure. A pop-up window informed them they must re-register the patient in order to continue. The patient was re-registered and the procedure continued as planned. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
System log files were archived off of the system and analyzed by software engineering. Analysis of logs did not reveal the cause of (or evidence of) the software requesting the user to re-register the patient. Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The reported issue has not recurred at the site during use of the system.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.